Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. No parts were returned for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that someone stepped on the cord for the patient tracker and then the tracker stopped working. The site tried moving the patient tracker to the other ports with no resolve. The site then opened a new patient tracker and re-registered on the same port which resolved the issue. There was less than an hour delay and no reported impact to patient outcome.

Manufacturer narrative:
Manufacturing date was received.